Event description:
It was reported that the patient had their implantable neurostimulator (ins) ¿was not working¿ following a car accident on (B)(6) 2014. The patient had an appointment with their healthcare professional (hcp) on (B)(6) 2014 to check the lead components. The patient stated that they had not seen the doctor since implantation of the device but instead worked with another hcp in the office. The patient also had another doctor¿s appointment on (B)(6) 2014 to have their neck checked. It was also noted that the patient wanted to use a tens unit on the top of their shoulder and neck areas. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v979687, implanted: (B)(6) 2012, product type: lead. Product ID: 355018, lot# w60022, implanted: (B)(6) 2012, product type: accessory. Product ID: 37092, lot# 319220002, implanted: (B)(6) 2012, product type: accessory. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. Appointment dates of 2014 (B)(6) and 2014 (B)(6) were noted. It was reported that the patient was left handed so they could hit or touch the buttons on the site. The patient had shut it off not knowing that they did so and didn¿t know if there was a way of solving that problem or not. It was noted that it was very touchy for the patient.